Event description:
The user received a discrepant cortisol result for one patient sample that was drawn in a gold top sst tube. The initial result was 36.90 ug per dl and was reported out. The sample was then sent to a reference lab on (B) (6) 2009 and generated a result of 18.3 ug per dl on a bayer immunoassay analyzer. On (B) (6) 2009, after performing maintenance, the user repeated the sample again and generated a result of 36.97 ug per dl. User said there was no treatment done on this patient, as they issued a corrected report with the cortisol results generated from the reference lab, which were within normal ranges. The customer performed a correlation study between the two analyzers with 10 different samples. Results were similar. If additional information is received, appropriate notification will be provided.